Event description:
It was reported that, ¿patient was dislocating. Cup and liner was removed, the head was removed. Replaced cup, liner, head and osteolock stem was secure so stayed in patient.¿

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 300-399 mg/dl and 99 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.